Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100558922 model/catalog description: balloon d4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100637416 model/catalog description: pump d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, it was reported that the device did not work. The aus was explanted, replaced and the cuff was downsized. There were no additional patient complications reported.